Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that the patient had disconnected prior to the alarm without using proper disconnect procedures. The technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error meaning. The hp would call the registered nurse (rn) for instructions on what to do next. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The patient at home guide instructs the user how to properly temporarily disconnect and reconnect to the setup when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.